Manufacturer narrative:
Device eval summary: device of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults: 0f20) has been confirmed. Upon eval, the charger was found to have a defective internal component (u12). Component u12 is a 3a linear regulator located on the charger pca board. The root cause of the defective u12 cannot be positively identified but was likely a random component failure. No adverse event resulted from the defective component. The pt rec'd a replacement charger/modem.

Event description:
Zoll customer support contacted a (B)(6) female pt to replace a defective charger. The pt's download revealed battery charger faults 0f20. The pt rec'd a new charger/modem.